Event description:
It was reported that upon interrogation, rv oversensing issue was observed. Upon review of the remote transmission via merlin.net, true rv lead noise was observed. Isometric testing and prone testing was recommended to reproduce the signal. Patient came into clinic an attempt was made to replicate the signal with isometric testing. Patient was scheduled for another in clinic visit to reattempt isometric testing and prone testing. No inappropriate therapies were observed. Patient will continue to be monitored via merlin.net transmission. Patient was stable.